Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure stent damage occurred. In (B)(6) 2012, the patient underwent a ptca to treat a lesion located in the proximal left anterior descending (lad) artery. The lesion was predilated with a bsc balloon 3 x15 mm. The lesion was correctly pre-dilated. The bsc balloon 3 x 15 mm was removed outside the patient. A promus element stent 3.5 x 20 mm, was successfully deployed in the lesion. No issues were noticed with the promus element stent. It was correctly positioned and apposed. The delivery system was removed outside the patient without experiencing any difficulty. Per contrast image, it was noticed that the promus element stent 3 x 20 mm had suffered a longitudinal shortening. To solve the event, a second promus element stent 3.5 x 15 mm was implanted overlapped to the first promus element stent 3.5 x 20 mm that was implanted. The lesion was covered correctly. Post-dilatation was performed with a bsc 4 x 15 mm balloon successfully. Good flow was reached following the implantation of the second stent. The procedure was completed correctly. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) treatment procedure stent damage occurred. In june 2012, the patient underwent a ptca to treat a lesion located in the proximal left anterior descending (lad) artery. The lesion was predilated with a bsc balloon 3 x15 mm. The lesion was correctly pre-dilated. The bsc balloon 3 x 15 mm was removed outside the patient. A promus element stent 3.5 x 20 mm, was successfully deployed in the lesion. No issues were noticed with the promus element stent. It was correctly positioned and apposed. The delivery system was removed outside the patient without experiencing any difficulty. Per contrast image, it was noticed that the promus element stent 3 x 20 mm had suffered a longitudinal shortening. To solve the event, a second promus element stent 3.5 x 15 mm was implanted overlapped to the first promus element stent 3.5 x 20 mm that was implanted. The lesion was covered correctly. Post-dilatation was performed with a bsc 4 x 15 mm balloon successfully. Good flow was reached following the implantation of the second stent. The procedure was completed correctly. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination found that the stent was not on the balloon upon its return. The stent was not returned for analysis. The tip of the device was visually and microscopically examined and no issues were noted that could have potentially contributed to the complaint incident. There were traces of solidified contrast media present inside the balloon and along the inner lumen. The balloon was partially inflated which would indicate that it was subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage was noted to the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is caused by other device. (B)(4).